Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high and low pacing impedance was observed on the right ventricular (rv) lead. Technical support recommended performing provocation testing to see if the electrical anomalies could be reproduced, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the patient returned to the hospital after experiencing extracardiac stimulation. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the lead was deactivated and a leadless pacemaker was implanted to resolve the event. The patient was in stable condition following the procedure.